Manufacturer narrative:
Concomitant products: product ID: 977d260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: screening device. (B)(4).

Event description:
A trial patient reported via the manufacturer's representative (rep) they were in excruciating starting at approximately 10 p.m. On (B)(6). The lead was explanted that day and the patient was hospitalized with an epidural hematoma for at least two days. It was noted the patient had a previous heart attack and was off his blood thinners for a week which they normally took. The rep. Spoke with the patient following this and he was doing well. He returned to work on (B)(6) after being discharged from the hospital on (B)(6). Refer to manufacturing report #2649622-2016-02660.